Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up. Upon interrogation, the left ventricular lead exhibited a loss of capture. Fluoroscopy revealed that the lead had become dislodged. The lead was explanted and replaced. The patient's condition post procedure was good.